Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed alert 39 indicating an insulin shaft encoder failure, confirmed in device history, and the user was instructed to restart the pump; the alert recurred and the device was replaced, with backup therapy initiated and the device shut down. Symptoms included no reported effects on blood glucose and no clinical symptoms. Outcomes included temporary interruption of device use and transition to backup therapy without medical intervention or hospitalization. Investigation included review of device history and guided troubleshooting through restart and shutdown. Investigation of this case revealed a device malfunction involving the insulin delivery motor/shaft encoder component that persisted after restart, consistent with a mechanical or sensor failure within the pump¿s drive assembly. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the insulin shaft encoder.